Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed the insulin:carb ratio was set to 1:60 grams. Using the history settings, an ezcarb bolus was performed for 60 carbs and the pump correctly calculated a 1.0 unit bolus. The pump successfully performed a 10 unit audio bolus and 10 unit normal bolus and both were accurately recorded in the pump history. The pump was exercised for a 24 hour duration test with no warnings observed. The complaint of inaccurate calculation of the ezcarb function was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump's ezcarb function was allegedly not calculating the bolus dose correctly, allegedly the dose was low. The patient was unable to troubleshoot the pump at that time, and the technical support representative was unable to re-contact her by telephone. The issue was not resolved. There was no patient injury associated with this issue.